Event description:
2001-routine ICD follow-up revealed oversensing on the rate sensing portion of the lead. Noise was noted on the lead, more frequent than that noted 2 yrs prior, causing oversensing with pacing, leading to inappropriate pace rate and possibility for inappropriate detection. Pt advised to discontinue coumadin and returned five days later for ICD lead extraction and replacement by dr.